Event description:
It was reported that the patient presented via a remote transmission. Upon review, the pacemaker was in the backup vvi mode. Device restoration was performed. The patient was in stable condition.